Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a routine follow-up, several episodes of right ventricular lead noise were observed. Tachycardia therapies were programmed off. The physician elected to cap and replace the right ventricular lead (B)(6) 2019 and the patient was stable throughout.